Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed that the delivery wire was kinked and fractured. In addition, the proximal contact was fractured as well. A probable cause of handling damage will be assigned to the reported and analyzed defects on the delivery wire and proximal contact, as the defect appears to be associated with handling of the product or portion of the product during the procedure/upon removal of the product from the packaging/preparation of the product prior to use.

Event description:
It was reported that during the embolization procedure for the aneurysm at left pcoma (posterior communicating artery), the pusher wire of the coil was fractured inside the patient. So the physician withdraw the device and finished the procedure. No clinical consequence reported to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. During the analysis of the returned device, it was revealed delivery wire was extremely kinked but had not broken. Therefore, the reported delivery wire broken was not confirmed. Even though the proximal contact wire was found broken during the analysis of the returned device, the proximal contact is not a contiguous part that forms the delivery wire, but is a subcomponent located at the proximal end of the delivery wire that works in conjunction with the inzone detachment system, and it remains outside the patient at all times during the procedure. It is highly unlikely that the broken proximal contact may contribute to and/or cause any patient injury. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the embolization procedure for the aneurysm at left pcoma (posterior communicating artery), the pusher wire of the coil was fractured inside the patient. So the physician withdraw the device and finished the procedure. No clinical consequence reported to the patient.

Event description:
It was reported that during the embolization procedure for the aneurysm at left pcoma (posterior communicating artery), the pusher wire of the coil was fractured inside the patient. So the physician withdraw the device and finished the procedure. No clinical consequence reported to the patient.